Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that the device exhibited issues with the ECG cable. The fse evaluated the device onsite and determined that the ECG cable had become loose. After securing the cable, the device was returned to the full functionality. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported problem was determined to be caused by user error. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The fse secured the ECG cable and the device was returned to service. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that the device exhibited issues with the ECG cable. The fse evaluated the device onsite and determined that the ECG cable had become loose. After securing the cable, the device was returned to the full functionality. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported problem was determined to be caused by user error. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The fse secured the ECG cable and the device was returned to service. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported to philips that the heartstart xl+ defibrillator exhibited ECG (electrocardiogram) issues. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.